Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Additionally, the customer was educated that cartridges should be changed every 48 hours with reported insulin; customer acknowledged this guidance. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.